Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion (200ml) was programmed to infuse over 1 hour. The secondary bag was found empty after 37 minutes of infusion with a recorded volume infused of 139ml. The customer reported no known patient harm.

Event description:
The secondary infusion was nelarabine and there was no patient harm.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The pump module log noted a secondary infusion of an unknown drug was programmed to infuse at a rate of 200ml/h and vtbi of 200ml; however the infusion was manually stopped approximately 45 minutes into the infusion instead of the intended programmed length of one hour. It is unknown why the infusion was manually ended before the intended programmed length. The pcu event log was not received so the total volume infused details could not be determined. The infusion set and infusion bag were not received for inspection. Functional testing of the pump module found the device to be delivering fluid within specification. The root cause of the reported infusion completing sooner than expected was not identified.